Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Estimated implant date. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that thrombosis occurred in the absorb scaffold and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of cardiac arrest, death, thrombosis and shock, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previous report, the following additional information was received: the procedure on (B)(6) 2015 was to treat an 80% stenosis in the proximal left anterior descending (lad) artery which was thrombotic, but timi 3 flow. The patient was given abciximab and a thrombectomy was performed. A 3.0 x 18 mm absorb gt1 scaffold was implanted. The results were good and there were no complications. On (B)(6) 2017, the patient returned with severe ventricular dysfunction, st elevation, and was in cardiogenic shock. An intra-aortic balloon pump was inserted, but the patient could not overcome. CPR was done for 40 minutes without success and the patient subsequently expired. No additional information was provided.